Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® lh pst¿ ii plus blood collection tubes had plasma coagulation. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd vacutainer® lh pst¿ ii plus blood collection tubes had plasma coagulation. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: bd received samples from the customer facility for investigation. Evaluation of the customer samples was conducted and a lack of heparin additive was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to missing additive was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.